Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11 visual examination of the returned product identified signs of repeated use (strike marks) and the distal end has fractured off. All pieces were returned. Product was measured to confirm it was the correct component. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. Device has a potential field age of 6+ years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time. This complaint is confirmed based on the returned, fractured device. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04)- impactor.

Manufacturer narrative:
(B)(4). H3- the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the doctor was impacting the tibia when the tip fractured off. There is no additional information available.